Event description:
It was reported that smiths medical, cadd legacy pump had a motor issue. No patient involvement.

Event description:
Oracle ro 1066392: motor issue. Additional information received on 11-may-2020: no patient involvement.